Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to a magnet application. The patient had been admitted to an ER due to 'dizziness and pain' when the device malfunction was discovered.